Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) units batteries would not charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4(UDI#) the stm that encountered the issue attempted to fix the issue by replacing the power management board (0670-00-1162) and the power supply as well as several power cables. However, the unit would still not run on line power. After re-examination, the fse found that the wrong cable was unplugged when disconnecting the compressor. When reconnected, the power management board was off by one pin. The fse then put back in the old power management board, and the device worked correctly. The fse performed functional and safety tests. All tests passed. The iabp was returned to the customer and cleared for clinical use. There was no actual failure of any parts. The reported malfunction was the result of an error caused by the fse. It is unclear if the original power supply or the replaced power supply was utilized. The maquet failure analysis and testing dept. Received part number 0670-00-1162 serial number(B)(6) with a reported unit failure of not running on battery and not charging the batteries. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The field representative has stated that he replaced the power management board and the power supply in the cart and several power cables, and still couldn't get the device to run on line power. After re-examination he found that he had unplugged the wrong cable, which was the power connector when disconnecting the compressor. He reconnected the cable and found that he was off one pin which compromised the power management board. Testing of the board did not trigger the reported problem of the unit not running on battery and not charging the batteries. The cardiosave was able to run on batteries and the batteries were able to charge with no problem observed. The board passed testing.